Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional (hcp) regarding a patient's (pt)implantable neurostimulator (ins). Hcp reported the pt told them that they can't go into MRI mode because the device lost its programming. Pt needed brain and cervical MRI. Technical services (ts) reviewed that the programming is stored in the ins, not on the pt's controller. Ts suggested the pt call for further troubleshooting/assessment. Hcp was unable to give further information.